Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronic assembly. The pump had a cracked display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage on the insulin pump. The customer's blood glucose reading was 245 mg/dl. The customer stated that he went swimming and the pump was not working. The customer stated that there was fluid under the lcd display. The customer stated that there were no cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.